Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary; no product returned: asae/ major bleed: bleeding at right groin cp site improved by purse string placed and holding bival. The cause of the access site adverse event was user related as the bleeding was resolved by placing a purse string suture and holding anticoagulation. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that there was oozing from the insertion site. The decision was made to angle match of the impella device and to shut off heparin and place purse string. The patient was on bivalirudin and partial thromboplastin time was 61.2. In addition the bleeding from the right groin improved and the purse string was placed. The impella cp was removed post extracorporeal membrane oxygenation placement and the device was pulled out of the left ventricle. This is one of two related reports. This report addresses the second impella cp used and another report was submitted to address the first impella cp used.